Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. Csi ID# (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred. The target lesion was located in the right coronary artery (rca). The physician advanced a frontline guide wire across the lesion and then exchanged it for a csi viperwire guide wire. A csi orbital atherectomy device (oad) was loaded onto the guide wire and the physician successfully treated the lesion. There were no angiographic complications noted during the procedure and the patient left the procedure in stable condition. The following day, the patient underwent post-operative testing and a perforation was observed. No additional intervention was required and the patient status remained stable. A request for additional information was made, but no additional information will be provided to csi.